Manufacturer narrative:
Batch review performed on 13 october 2017. Lot 133082: (B)(4) items manufactured and released on 07 october 2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. On 13 october 2017 the medical affairs director performed a clinical evaluation and commented as follows: hip revision surgery occurred 3,5 years after primary cementless tha. Radiographic images provided show the presence of radiolucent lines in gruen zones 1, 2, 6 and 7 sign of stem loosening. Aseptic loosening is a possible, literature described mid-term adverse event after primary cementless tha: causes are often unknown. According to the information collected, the reason of this event cannot be determined.

Event description:
Revision surgery due to aseptic loosening of an amistem-h.